Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that a patient presented remotely via merlin.net. Upon review, the implantable cardioverter defibrillator exhibited myopotential oversensing. No device intervention was performed but programming changes were discussed. The patient had no adverse effects prior to, during and after the event.